Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported that the device provided transient shock when crossing external electric or magnetic fields. No actions or interventions were taken. It was reported to be related to the device or therapy and not related to the implant procedure. There was a transient shock when crossing electric field at the retail stores. The issue was unresolved with no further action planned. No further patient complications had been reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the issue was unresolved with no further actions planned as of 2017-aug-29. The patient's relevant medical history includes urgency-frequency; interstitial cystitis; benign prostatic hypertrophy; vasectomy. No further complications were reported/anticipated.